Event description:
The customer contact reported the silicone sleeve of the clave port remained in the opened position. The tubing set was being used for an intermittent delivery of an unspecified medications. The option-lok male adapter of the tubing set was connected to the pt's IV access site. At an unspecified time, a male adapter of an unspecified syringe was connected to the clave port of the tubing set to deliver an unspecified IV push medication. It was reported that after the delivery of medication, the syringe was disconnected from the clave port and the silicone sleeve of the clave port remained in the opened position. It was reported that solution leaked and an unspecified volume of blood loss were noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.